Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 20mm amplatzer p.I. Muscular vsd occluder was selected for implant. During procedure, while the occluder was inside the patient, cobra deformation was observed. No device was ultimately implanted. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
The reported event of "cobra deformation" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.